Manufacturer narrative:
An event regarding crack/fracture involving a triathlon insert was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection of the returned device indicated that the device was returned damaged; consistent with attempted implantation, there was blood stains evident on the implant indicating attempted implantation. The wire is detached from the implant. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: visual inspection of the returned device indicated that the device was returned damaged; consistent with attempted implantation. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the metal retaining pin on the triathlon poly insert broke off during the installation of the poly insert - during a primary total knee surgery.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the metal retaining pin on the triathlon poly insert broke off during the installation of the poly insert - during a primary total knee surgery.